Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used in a peg replacement procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient vomited after nutrition administration. It was reported that the nutrition leaked into the patient¿s peritoneal cavity. A computed tomography scan was performed it revealed the bolster was within the stomach and was covered by gastric mucosa. It was also discovered that the patient had free air in abdominal cavity. The button was removed and reinserted on the same day. A scope was used to confirm that the bolster was properly implanted. The patient was transferred into hcu and was prescribed a medication. In the evening of (B)(6) 2013, it was reported that the patient¿s condition had improved; however, the same evening, the patient¿s condition deteriorated. The physician advised that the patient undergo intra peritoneal irrigation but the patient¿s family refused the procedure. The patient died at 5:00 am of (B)(6) 2013, due to peritonitis. No autopsy was performed as per the family¿s request.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used in a peg replacement procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient vomited after nutrition administration. It was reported that the nutrition leaked into the patient¿s peritoneal cavity. A computed tomography scan was performed it revealed the bolster was within the stomach and was covered by gastric mucosa. It was also discovered that the patient had free air in abdominal cavity. The button was removed and reinserted on the same day. A scope was used to confirm that the bolster was properly implanted. The patient was transferred into (B)(6) and was prescribed a medication. In the evening of (B)(6) 2013, it was reported that the patient¿s condition had improved however the same evening, the patient¿s condition deteriorated. The physician advised that the patient undergo intra peritoneal irrigation but the patient¿s family refused the procedure. The patient died at 5:00 am of (B)(6) 2013 due to peritonitis. No autopsy was performed as per the family¿s request.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.